Event description:
A malfunction was reported with a pump that had become wet, leading to a situation where the malfunction code could not be reset. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed normal ranges. The customer was advised to use multiple daily injections (mdi) as a backup therapy while a replacement pump with updated software was arranged by technical support. The customer was instructed on returning the faulty pump and acknowledged receipt of the return instructions and the replacement logistics.